Event description:
It was reported that the pt had two fully threaded kirschner wires implanted in 2005. Two and a half weeks later, the pt was seen for a follow-up visit where one pin was found to be fractured. Two weeks later, two fractured pins were removed.